Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly and a malfunction alarm occurred. Contact noted that the pump screen went black and had to load a new cartridge onto the pump as customer was due for a routine supplies change. Contact had to restart customer's sensor session, subsequently the malfunction alarm occurred. There was no impact to customer's blood glucose levels. The customer reported that manual injections would continue to be used for insulin therapy.